Manufacturer narrative:
(B)(4). Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not release from the catheter to deploy. Reportedly, the pop stage of deployment was not heard. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". H10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: block d7a (sud reprocessed and reused), h8 (usage of device).

Event description:
It was reported to boston scientific corporation that resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not release from the catheter to deploy. Reportedly, the pop stage of deployment was not heard. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.